Event description:
During review of programming history of a battery life calculation it was observed on (B)(6) 2006 the device was programmed to 0.5/30/500/30/3, then a system diagnostic was performed and resulted in "fault" communication. The device was interrogated and the settings had changed to 1/20/500/30/60 which are indicative of "faulted" diagnostics. Prior to the patient leaving the visit the device was not programmed to intended settings. The patient settings were corrected on (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.